Event description:
According to the information received, during surgery, the product's field of view was obscured, rendering it unusable. Although anesthesia was administered, the procedure could not be performed, necessitating a rescheduled surgery at a later date. No death or (unanticipated) serious deterioration in state of health reported. Due to the abortion and postponement of the procedure after the patient was already under anesthesia, the case deemed reportable

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).